Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts were pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 14-jan-2021. It was reported that crossing difficulties were encountered. The 75% stenosed, 14mm x 3.50mm, concentric de novo target lesion with a sinificant bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 16x3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.